Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument to perform failure analysis. Visual inspection confirmed frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. No pitch cable damage or missing piece was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 8mm large needle driver instrument had a broken cable. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.